Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced a hyperglycemia event with a reported blood glucose of 220 mg/dl, followed by a fingerstick value of 160 mg/dl, with no associated symptoms and no identified cause. Symptoms included no clinical effects reported. Outcomes included no medical intervention, no hospitalization, and no device alerts or alarms. Investigation included user troubleshooting and education by customer care. Investigation of this case revealed no device malfunction or component issue detected, and no alarm activity was reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear and could not be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.